Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system issue due to a possible infection. The patient was going to be checked for endocarditis. The patient was given oral antibiotics. There were no additional adverse effects reported. Additional information noted that the patient was found to not have endocarditis and was discharged home.